Event description:
The customer reported to olympus that while using the colonovideoscope, there was defective air and water supply. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional non-reportable findings were as follows: due to clogging of nozzle, no air and water was fed, the adhesive on bending section cover had a crack and white-clouded area, the adhesive around objective lens and was peeled and had white clouded area, the adhesive around light guide lens was peeled and had white clouded area, the control unit had discoloration, the universal cord, the plastic distal end cover and the connecting tube had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.